Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient using a cadd cleo infusion set received a line blocked alarm due to a bent cannula while administering humalog insulin. The bent cannula resulted in an occlusion condition that interrupted the intended delivery of insulin therapy. There were patient involvement and no reported patient harm.